Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation / ECG electrodes. According to the reporter, the device would not power up. The patient was loaded into the ambulance and transported to the hospital ed where he was pronounced. In a clinical review, medtronic has determined that there is insufficient data from the report to determine the impact of the device malfunction.

Manufacturer narrative:
Medtronic evaluated the device and observed that operation would intermittently "lock up." Root cause beyond the printed circuit board could not be determined because of the intermittent nature of the malfunction. The main pcba was replaced and then proper operation observed through functional and performance testing. The device was returned to the customer for use.